Event description:
A report was received that the patient¿s ipg had moved as confirmed by x-ray. The physician believed that sutures must have been broken and the ipg moved causing discomfort. Issues were not device related. The patient underwent a revision procedure and was reportedly doing well postoperatively.